Event description:
The locking mechanism on the impactor broke. There was no adverse consequence for any pt.

Manufacturer narrative:
Summary of evaluation: evaluation results indicated no functional discrepancies.